Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 60000786 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
Patient received index cardiac ablation procedure with a varipulse catheter and a vizigo on (B)(6) 2026. After completion, post-procedure hypotension and impending tamponade required urgent drainage. Due to continuous effusion, emergent surgery was performed to repair a torn/bleeding left atrial roof. On (B)(6) 2026 patient experienced cardiac tamponade (adverse event (ae) #1) categorized as severe and serious defined by life-threatening illness or injury, medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function and hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026. Relationship to study device (varipulse and vizigo) was reported as possible and relationship to the index study procedure is probable. The adverse event is anticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was surgery to repair a bleeding left atrial roof tear. It was reported that 35 ablations were completed before the issue. It was on 8-may-2026 that information was received indicating the relationship to study device (vizigo) value was classified as "possible".